Event description:
The customer reported a control panel button was broken. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a control panel button was broken. There was no report of pt involvement. The device was evaluated by a philips fse and the issue was verified. Multiple parts were found to be defective. Replacing the multiple parts resolved the reported issue. The device passed testing and was returned to the customer. We cannot determine the exact cause of the customer's reported problem due to multiple parts being replaced.